Event description:
The event is reported as: "complaint alleges that the tube kinked during functionality testing prior to use on a pt. Complaint alleges that it was difficult to inflate the balloon and impossible to deflate." No pt injury reported.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.